Event description:
Patient presented to the physician with wound dehiscence and drainage at the chest incision site. Physician cleaned the chest incision area, flushed it with antibiotic, covered it, and prescribed antibiotics.